Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that visible air was exhibited. During the procedure, the farawave catheter was inserted into the faradrive steerable sheath clear, and aspiration was performed, air was drawn into the sheath through the valve. Air was not present when aspirating the sheath without the catheter inside. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The device is expected to return for analysis. It was further reported that the method irrigation used for the sheath is a pressure bag. No further information is available.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified the internal valve torn on the inner face by the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Event description:
It was reported that visible air was exhibited. During the procedure, the farawave catheter was inserted into the faradrive steerable sheath clear, and aspiration was performed, air was drawn into the sheath through the valve. Air was not present when aspirating the sheath without the catheter inside. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The device was received for analysis. It was further reported that the method irrigation used for the sheath is a pressure bag. No further information is available.